Manufacturer narrative:
H.6. Investigation: a complaint of "door not holding at the top" was received against material number: 441916 instrument max, serial number: (B)(6) . Customer reported that the instrument was unsafe for use, however no injuries were reported. Field service engineer was dispatched and re-fitted the gas spring to the door mechanism to resolve the issue. The complaint is confirmed and the root cause is related "loose door spring". Review of device history record for instrument serial number: ct0195 is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2013. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history review was performed for the instrument ct0195 and no additional work orders were observed for the complaint failure mode reported. No new risks or hazards have been identified. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It was reported that while using the bd instrument max clinical a door fall was observed by the laboratory personnel. There was no report of impact. Assays used: unspecified the following information was provided by the initial reporter: " it is not safe for the lab staff to load racks since the door is not holding at the top".

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. Investigation summary: bd quality has reviewed the complaint, service investigation and adverse event questions. The results of this investigation have not identified any new hazards, new risks, or specific trends. No further investigation is required at this time. Quality will continue to trend the reported issue. Further investigation will be required if an actionable level is reached.

Event description:
It was reported that while using the bd instrument max clinical a door fall was observed by the laboratory personnel. There was no report of impact. Assays used: unspecified the following information was provided by the initial reporter: " it is not safe for the lab staff to load racks since the door is not holding at the top"